Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg), and the device was not maintaining a charge. Additionally, the patient reported experiencing a shocking sensation. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Investigation results: the ipg was able to fully recharge in one four-hour charge cycle and pass the functional test without any anomalies. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. The ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. Device history record: a labeling review was performed, and it did not reveal any anomalies. Labeling review: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: the allegation of difficult to charge ipg, and frequent ipg charging was confirmed. Stimulation was always on and required frequent charging due to the power settings. The ipg was able to fully charge in one four-hour charge cycle and pass the functional test without any issues. Despite the charging difficulties the patient faced, the ipg was able to fully charge but would quickly deplete due to a high stimulation on power usage depletion rate. Therefore, this investigation will be assigned a probable cause of known inherent risk of device. The allegations of over stimulation caused by ipg, change in therapeutic response, and undesired sensations, stimulation-related were not confirmed. However, a labeling review found that the reported events are a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation. Therefore, these codes are assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg), and the device was not maintaining a charge. Additionally, the patient reported experiencing a shocking sensation. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well post operatively.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg), and the device was not maintaining a charge. Additionally, the patient reported experiencing a shocking sensation. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well post operatively.